Event description:
Procedure type: hernia. According to the reporter: the hernia balloon, when inflated, burst. Nothing fell into the cavity. A new instrument was used.

Manufacturer narrative:
(B)(4).